Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. Vascular access was obtained via the right femoral. The 99% stenosed target lesion was located in the severely calcified and severely tortuous left anterior descending first diagonal. This 1.50x15mm apex balloon catheter was advanced to the lesion against strong resistance. The balloon ruptured on the first inflation at 10atms after being inflated for approximately five seconds. The device was removed from the patient intact. The procedure was completed with another manufacturers' 1.5x15mm balloon catheter. No patient complications were reported and the patient's status is good.